Event description:
The customer reported being in the hospital twice since (B)(6) 2012, and her blood glucose was over 600mg/dl. The customer believes the insulin pump was malfunctioning because the device sometimes delivers the insulin and sometimes it does not. The customer experienced nausea, ketones, and cramping. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found several low reservoir and battery alarms. Assisted the customer to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. The customer mentioned that she has seeing the doctor and her urine was showing over 1000mg/dl. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.